Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the infusion set tubing had detached at the quick release while the patient was sleeping. The site location was patient's lower back. The pump was worn on under her pillow when she was sleeping and in the right pocket when she was awake. The infusion had been in use for 2 days. It was uncertain whether there was stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.